Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer addressed their bg by consuming carbohydrates.